Event description:
A device was received for service for an unrelated issue and review of its electronic history record showed that on (B) (6) 2009, the device was unable to delivery therapy and that it issued a high pt impedance warning. The pt outcome is unk.

Manufacturer narrative:
Evaluation summary: review of the actual device and the device's electronic history record indicates that the device was not properly maintained according to manufacturer specifications prior to the event. During the event, the device attempted to deliver therapy, however, it was unable to, due to high pt impedance. The high pt impedance was likely due to an issue with the defibrillation electrodes, external to the device (i.e. Dry electrodes). The electrodes were not returned for evaluation and without them, no definitive conclusion can be made.